Manufacturer narrative:
Correction: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic bypass procedure. During anastomosis of the illiuem, the device had a loading problem. It was reported that the jaws of the reload were unable to be opened. The surgical time was extended for 30 minutes or more. They changed to a new stapler to complete the case. No tissue damage. The patient was alive, no injury.

Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic bypass procedure. During anastomosis of the illiuem, the device had a loading problem. It was reported that it would stick and was unable to fire. The surgical time was extended for 30 minutes or more due to the issue. They changed to a new stapler to complete the case. There was no patient injury.

Manufacturer narrative:
Correction :if information is provided in the future, a supplemental report will be issued.